Event description:
Rehe suture was used during an episiotomy. Reportedly the needle broke while passing through the tissue. The broken needle and the suture were removed form the application site. Operating time extended as well as increased post-partum pain due to application of a new suture.